Event description:
During a device check, the thermogard xp ivtm system (sn (B)(4) displayed a mid:01 (post watchdog) error message during the power-on self-test (post). No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Manufacturer narrative:
H4 (device manufacture date) was updated. The reported complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed a mid:01 (post watchdog) error message during the power-on self-test (post)" was confirmed during the event log review and functional testing. The root cause of the reported complaint was a failed I/o printed circuit board (pcb), which was not communicating correctly with the power supply. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. The event log data review revealed multiple mid:01 (post watchdog) error messages, confirming the reported complaint. Further review of the event logs showed multiple mid:14 (bg power supply) and a couple of tcmid:01 (pump failed) error messages, unrelated to the reported complaint. The thermogard xp ivtm system failed the initial functional test as it displayed a mid:01 (post watchdog) error message during the power-on-self-test (post), confirming the reported complaint. Technical investigation revealed that the root cause of the reported mid:01 as well as the mid:14 and tcmid:01 error messages, observed in the system's log, were related to the failed I/o printed circuit board (pcb), which was replaced to remedy the faults. Following service, the thermogard console passed all tests with no issues and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard console with serial number (B)(6). Ccr 45412 was reported on 18 june 2019, and the I/o printed circuit board (pcb) was replaced to remedy the issue.